Manufacturer narrative:
The reported issue that the family medicine department encountered a few devices that were missing the barcode used for scanning purposes could not be confirmed as no product were returned for investigation. The root cause of the customer¿s complaint of that the family medicine department encountered a few devices that were missing the barcode used for scanning purposes was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "devices without barcode¿ based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported that the family medicine department encountered a few devices that were missing the barcode used for scanning purposes. There was no reported patient impact.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the family medicine department encountered a few devices that were missing the barcode used for scanning purposes. There was no reported patient impact.